Manufacturer narrative:
Follow up will be sent in to FDA as soon as device/ further information is available.

Event description:
Internal report number: (B)(4). Event took place in (B)(6) and has been reported to ansm user's narrative: leakage of liquid at the base.

Manufacturer narrative:
Event took place in (B)(6), 2 needles involved. No systematic failure identified, isolated events, statistical inevitable. Device problem under observation. If no further information becomes available, this individual case is considered as closed.

Event description:
(B)(4). Summarizing translation of user's narrative: leakage of anaesthetic at the hub. 2 needles involved.